Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that her insulin pump had a blank display twice days before. The customer also stated that the device had a battery alarm, but the data was intact. Troubleshooting was performed. The basals, bolus, and daily totals were correct. The customer stated that she has been using a very small area in the backside to insert her infusion set for over two yrs. The customer stated that she had many high and low blood glucose. Suggested the customer to have a good rotation and to use other areas for her sites. No further info was provided.